Event description:
It was reported that the right atrial (ra) lead had high thresholds and low p waves. It was also reported that the left ventricular (lv) lead had high thresholds, high impedance, and was possibly fractured. The ra lead was explanted and replaced and the lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).